Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, several attempts were made to implant the right atrial lead however, they were unable to get adequate current of injury. It was noted that there were high capture thresholds and p-wave amplitude variation. The helix was inspected, and a small thrombus was discovered on the helix. Using saline, the physician flushed the thrombus off the helix reattempted to implant the right atrial lead but was still unsuccessful. The lead was removed and replaced. There were no patient consequences.